Event description:
Needles were popping off from the suture when used. Another suture package was opened to complete the procedure. The failed product had patient contact but no patient harm. The failed product is available to be returned to the manufacturer.